Event description:
Per medwatch 090005-1998-0002: "when attempting to cardiovert a pt, ECG leads from lp8 monitor were hooked to the pt with defib. Set on 50 joules. When sync was depressed, the unit started a charge but then shut down out of sync mode. Two attempts were made with the same results before unit was swapped out." The reporter stated that the pt was not resuscitated. The reporter further stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.